Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the patient's post procedure status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. Following pre-dilation using a 2.5 x 15mm non-bsc balloon catheter, a 3.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the distal portion of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported.